Event description:
It was reported that a patient underwent an initial left total knee arthroplasty. Approximately twelve years and seven months post implantation, x-rays revealed that the hinge component of the femoral device had fractured. The patient underwent revision surgery to replace the fractured hinge component and the articular surface. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). Medical product: unknown rotating hinge knee tibial component. Unknown rotating hinge knee articular surface. Unknown rotating hinge knee femoral stem. Customer has indicated that product will not be returned to zimmer biomet for investigation, as the hospital has retained the product. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided picture identified the hinge component of the femoral implant that is fractured and covered in foreign material. Device history record was reviewed and no discrepancies related to the reported event were found. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: there is a metallic fragment at the posterior aspect of the joint space consistent with a fractured portion of the hinge mechanism. There is no osseous fracture or evidence of implant loosening. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.